Event description:
It was reported to philips that the qcpr meter failed. It was clarified by a philips field service engineer that the qcpr meter cable failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the qcpr meter failed. It was clarified by a philips field service engineer that the qcpr meter cable failed. There was no patient involvement.